Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement of the unit's ECG module. Unit was tested to factory's specifications.

Event description:
Customer reported an issue with the dpm 4 monitor, which may have affected ECG monitoring. No patient injury was reported.